Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on cgm. Customer attempted to treat bg with a correction bolus via pump and supply change. Reportedly, the customer went to the emergency room and was later hospitalized for bg value of 397 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin. The customer was still admitted at hospital of time of reporting and declined a follow up to obtain release date. Reportedly, hcp confirmed the customer sustained no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was instructed to consult with their healthcare provider.